Event description:
Wardsman sustained a needlestick injury from a used needle sticking out from the base of the collector. He had picked up the collector to remove it while cleaning.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.